Event description:
Device 3 of 4. Reference MFR. Report#3006705815-2019-00259. Reference MFR. Report#3006705815-2019-00257. Reference MFR. Report#3006705815-2019-00256.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report#3006705815-2019-00259. Reference MFR. Report#3006705815-2019-00257. Reference MFR. Report#3006705815-2019-00256. It was reported the patient experienced ineffective stimulation due to migration of the leads. Reportedly, the issue was confirmed by x-rays. As a result, surgical intervention was undertaken on (B)(6) 2019 where all leads were repositioned. Therapy was restored postoperatively.